Event description:
A customer had a problem with uvc catheter. The customer reports, " uvc catheter noted to be oozing blood at the junction of the hub and the catheter, subsequently the product broke apart during a routine fluid and tubing change."